Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom of the insulin pump fell off while replacing reservoir. The customer blood glucose level was 310 mg/dl. It was also reported that drive support cap was broken and loose and then fell off. The customer explained the difference between seven series verses five series. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform any testing including the displacement due to detached end cap. Device received with loose drive support disk.